Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. It is unknown whether the device had met relevant specifications. Potential root cause for this failure mode could be ¿short latex dwell time" or "latex dip speed out too slow" and might be contributed by user related (example: contact with sharp object)/ exposure to petrolatum based products mechanical failure/operator error). The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "warning: do not use ointments or lubricants having a petroleum base. They will damage the latex. Visually inspected the product for any imperfections or surface deterioration prior to use. -use luer tip syringe to inflate with state 10ml of sterile water or - for pre-filled products, remove clip and squeeze reservoir to inflate with stated ml of sterile water. For urological use only. To deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe "stick" in the valve. Allow the pressure within to balloon force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If necessary, contact adequately trained professional for assistance, as directed by hospital protocol.". H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the urinary catheter was inserted on (B)(6) 2023. It was stated that the on (B)(6) 2023, during routine nursing care, the nurse noticed that the urinary catheter slipped out of the patient. It was stated that the upon inspection, it was observed that the balloon appeared burst and some burst fragments were seen.